Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on the leg, the pod's cannula was found bent and a new pod was applied. Symptoms reported include shortness of breath, nausea, dizziness, fast heart rate, tired, weak and vomiting. The patient was treated with intravenous fluids and nausea medication. The patient was still hospitalized when the medical event was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.